Event description:
Customer reported via phone, she experienced high blood glucose over 500 mg/dl, current 216 mg/dl. Customer was vomiting. Customer treated twice with the insulin pump and then manual injection. Customer mentioned the insulin pump alarms no deliver and she changes the set and it resolves the issues. Customer declined troubleshooting and will call when issues are occurring to get proper troubleshooting. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.